Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall a week after initial implant. There was no capture. The patient experienced stimulation and bradycardia. There was no asystole. This lead was repositioned and remains in service. No additional adverse patient effects were reported.